Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the patient's refill appointment a pocket fill occurred. The patient showed signs of an overdose and loss consciousness. The patient was administered narcan and became responsive. Subsequently, the patient was admitted in ICU. The patient was discharged from the hospital on (B)(6) 2018 and is doing fine.